Event description:
The tech alleged the brake pedal locks into brake mode but the brake caster moves slowly. No pt impact.

Manufacturer narrative:
The tech replaced the brake caster, bushings, bearings, top block and bottom block on the brake mechanism block assembly to resolve the issue.